Event description:
Report alleges pt complains that the right breast has been smaller for a few years but denies history of trauma. The left side encapsulated one year after symptoms. Report also alleges pt had moderate local pain with the left being greater than the right. The pt's main concern ins systemic problems which have developed in the last four years. These include arthralgias (upper greater than lower with morning stiffness)/myalgias, paresthesias/dysesthesias, spasms, fatigue, sleep disturbances, soer throats, frequent sinusitis, headaches, visual changes, dizziness, memory loss, hair loss, itching, photophobia, and miscarriage. Pt is otherwise healthy.